Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had no image and the camera head connection part lock function did not work. The issue was found at the start of a therapeutic endoscopic nasal and paranasal procedure. The procedure was completed with the same device. There were no reports of patient harm or procedural delay. Related patient identifier: (B)(4) for a camera head reported to be involved in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a distorted image, drained battery, a deformed digital visual interface connector pin on the printed circuit board, and that the lock function of the camera head connection did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1:(B)(6) hospital.